Manufacturer narrative:
Evaluation summary: evaluation occurred on-site. The condition of depleted batteries was confirmed. Inspection of the device found that the pump's batteries were potentially damaged and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
A baxter field service engineer reported an infusion pump with depleted batteries. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.